Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an increased pacing impedance on the right ventricular lead, from 793 ohms to 1224 ohms currently. The impedance at implant was 957 ohms. Threshold measurements were previously 0.6v@0.5ms and were now reported at 2.6v@1.0ms. The patient reported feeling tired, but is paced at 1% and has a good intrinsic rhythm with an r-wave measurement of 16.4 mv. No noise could be seen on the lead from the faxed electrograms; however, threshold tests without capture were noted. A guidant technical services consultant discussed trying to reproduce noise while taking impedance measurements to troubleshoot a possible lead issue.